Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely to merlin.net with a low impedance alert on the right ventricular lead. The patient was brought in the clinic to check. The right ventricular lead exhibited a low out of range impedance in bipolar configuration and low in range impedance in unipolar configuration. Lead threshold was consistent in unipolar and bipolar and the lead did not exhibit any noise or oversensing. The patient was atrial dependant but has intrinsic conduction. Ventricular intrinsic preference and ventricular impedance alert were reprogrammed. The patient was set to be monitored remotely. No symptoms were reported.

Manufacturer narrative:
Final analysis found that partial lead was returned in one piece measuring 41.0 cm. Insulation abrasion breach was found at 3.4-3.5 cm, 4.0-4.1 cm and at 5.2-7.9 cm from the distal tip.

Event description:
New information received noted that the right ventricular lead was explanted on (B)(6) 2018 and replaced with a high voltage lead during a device upgrade procedure. The patient remained in stable condition post procedure.